Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01961 and 03126). Remains implanted.

Event description:
Patient experienced anterior/posterior laxity and varus and valugus laxity in the right knee approximately eight years post-implantation. Patient has no complaints with their right knee and no revision for the right knee has been indicated.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.